Event description:
During a radical prostatectomy the mcl20 clips were scissoring and not fully forming. Several devices were used to complete the case. None of the used instruments were saved. The surgeon is returning 5 sterile instruments from the same lot # 05300a. There was no consequence to the pt.

Manufacturer narrative:
Device was not returned for evaluation.